Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve was implanted at 4 mm and severe paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was done with no improvement. Subsequently a second transcatheter bioprosthetic valve was implanted valve-in-valve at 3 mm and reduced the pvl to moderate. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.